Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, nodule and concern for textured implant device.

Event description:
Patient reported right side ¿rupture,¿ ¿implants have the biocell cover and were withdrawn from the market,¿ and ¿well-defined nodule of 6 mm¿ not device related. The "nodule" is not considered device related. The device remains implanted.

Event description:
Patient reported the device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported right side ¿rupture,¿ ¿implants have the biocell cover and were withdrawn from the market,¿ and ¿well-defined nodule of 6 mm¿ not device related. The "nodule" is not considered device related. The device remains implanted.